Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 82-226 mg/dl. Reportedly, the customer will continue to use current pump.